Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: eleven samples were received for investigation. One set of packaging blisters, four units per set. The other seven units were individual packaging blisters. A visual inspection was performed. They all have open seals, channels. In some areas, the seal width is <2/32¿. Based on the investigation and analysis of the samples provided, the symptom reported by the customer has been confirmed. During the accountability meeting, the production coordinator addressed the complaints. This lot was produced for 0.25344mm units with two complaints. It has a cpm of 7.8. We will continue monitoring and trending this product and lot# for this symptom. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition would continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. Root cause description: a potential root cause can be attributed to the syringe packaging process. A process variation can cause the poor sealing, a defective sealing gasket could induce this poor sealing. The inspections and testing performed while producing this lot, they all passed. Rationale: CAPA not required this time.

Event description:
It was reported that bd 20ml syringe luer-lok¿ tip package seal integrity was poor. This occurred on 11 occasions before use. The following information was provided by the initial reporter: poor sealing.